Event description:
Discordant advia centaur cp tni ultra and ckmb results were obtained on two patient samples. The results were reported to the physician. Upon retest, corrected results were reported to the physician. One patient was given 1 tablet each of metoprolol and plavix and the other patient was admitted to another hospital. There was no report of adverse health consequences due to the discrepant tni ultra and ckmb results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant tni ultra and ckmb results was due to the operator error. The wash 1 bottle was contaminated with cleaning solution. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.